Manufacturer narrative:
The first involved file is actually bent at the tip (torque), the second involved file is rather untwisted in the active part (torque). No material defect was found during analysis of the damaged areas. The third involved file is unscathed. Unused product has been evaluated according to our prescriptions and was found in compliance with specifications (measures, torque test). Nothing unusual to report was found during DHR review. Root causes are not identified. This kind of event is tracked and we monitor the trend.

Manufacturer narrative:
There has been a previous report received where this malfunction with a similar device resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. This report is for the second device. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that two senseus flexofiles separated; outcome is unknown as of this MDR evaluation.